Event description:
It was reported that devices were leaking from the bladder and port connections. They also reported there was leaking during compounding. No patient injury was reported.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, we will reopen this complaint for further investigation. No other analysis was performed. DHR review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.